Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The probe wash was leaking approximately 1 ml of diluted blood when the backwash was performed. The leak was not contained. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed leaking fluid and reattached disconnected tubing to pinch valve (pv68). The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).